Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The patient was able to be weaned and the impella was explanted on monday january 5th. The impella is not available for return.

Manufacturer narrative:
B5 and d6b updated with additional information

Manufacturer narrative:
Updated information: d4 catalog number updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma. Pressure was held and argatroban was administered. No patient harm was reported.